Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. Treatment of an aneurysm measuring 6mm. During the procedure, it was reported the implant coil could not be detached with instant detacher as well as with the manual detachment (breaking of the hypo-tube method, an alternative detachment method presented in the instruction for use). The vessel was reported tortuous and moderate in size. The coil was removed from the patient and the physician used another coil to finish the procedure. No patient injury was reported as a result of the procedure.